Event description:
An angio-seal was used to achieve hemostasis on a thin patient. The st. Jude medical representative was present. Following the representative's instructions, the device was deployed. Collagen was exposed above the skin. The physician used a clamp to widen the puncture site. Bleeding was present and the physician applied manual compression. The tension was applied for 30 minutes. After 30 minutes, the spring was removed and the suture was cut leaving exposed collagen and 3 cm of suture. Later, the patient experienced a drop in blood pressure and re-bleeding was present. The patient went into shock and received a blood transfusion of 400 cc. Compression was applied for 3 hours and hemostasis was achieved. The patient stabilized. Sixteen hours later, the remaining exposed collagen and suture were cut.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A search of the database revealed no certification record was found for the physician. Based on the information provided to st. Jude medical, the cause for the bleeding resulting in shock could no be conclusively determined. The angio-seal device instruction for use (IFU) state that the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) state in very thin patients the collagen may protrude from the skin after tamping has been completed. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) processing adequate instruction in the use of the device, e.g. Participation in an angio-seal physician instruction program or equivalent.